Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulation was turning on and then turning off again causing their ¿bottom to buzz." It was stated this started on (B)(6) 2013. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#(B)(4), implanted: (B)(6) 1997, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1997, product type: extension.

Event description:
Additional information received reported that the patient was unsure what was done, but it worked. The reporter noted that the patient needed help understanding how to use it and she was the problem and not the device. It was noted that the patient did not have buzzing. The reporter noted that the patient was getting good therapy. Refer to manufacturing report # 6000032-2013-00220 for additional information previously reported.